Event description:
After an ir60b reload had been fired in a laparoscopic gastric bypass procedure it was observed that some of the distal staples were malformed. Sutures were subsequently applied to reinforce the staple line.

Manufacturer narrative:
Patient's age and weight are not known. The evaluation of the returned reload showed that the cover and the tissue bumps had sustained some damage. The damage to the cover could have occurred when the reload was being removed from the concomitant device (i60 stapler). It is not known how the tissue bumps became damaged, nor is it clear that the damage to the tissue bumps would have resulted in the observed staple malformation. Thus the root cause is unknown.